Event description:
Caller reported cartridge alarm 30 and cartridge alarm 20, experiencing issues with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Cts took action to replace the pump, advising the caller on necessary steps including using mdi as a backup therapy, ensuring the new pump has updated software, and shipping details for the replacement. The caller was instructed to put the pump into storage mode, return the problematic pump using the provided materials, and understood all directives given by cts.